Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement was not reported. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter migration and a fragmented broken deformed side strut. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter migration and a fragmented broken deformed side strut. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
Additional information received per the medical records indicate that the patient has a history of lower extremity deep vein thrombosis (dvt), recurrent pulmonary embolism (pe), asthma, degrative arthritis in spine and major joints, multiple abdominal surgeries, chronic pain syndrome and hypothyroidism. Despite adequate anticoagulation therapy, the patient developed new dvt. The patient was admitted to the hospital with complaints of right leg pain and swelling. The filter was deployed via the patient's right common femoral vein. The filter was placed at the l2-l3 level below the level of the renal veins. There were no reports of complications. A follow-up venogram showed good position within the inferior aspect of the inferior vena cava. Upon discharge, the swelling had gone down but the residual right calf pain persisted. The results of pelvic imaging done approximately twelve years after the index procedure indicate that the filter was at the superior l4 to inferior l5 interspace. The positioning of the filter suggests likely migration. No significant tilt was indicated. There were broken and deformed side struts, with a strut fragment noted.   The results of pelvic imaging done approximately fifteen years after the index procedure revealed no significant tilt. Broken and deformed struts were poorly visualized with a strut fragment noted.   Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture (broken deformed side struts with a strut fragment within inferior vena cava) and migration of entire filter other than to the heart. The patient has also experienced moderate to severe pelvic and lower back pain. The lower back pain persists, when the pain is severe it causes difficulty walking.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b6, b7, d6, d11, g3, g4, g7, h1 and h2. As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of lower extremity deep vein thrombosis (dvt), recurrent pulmonary embolism (pe), asthma, degrative arthritis, multiple abdominal surgeries, chronic pain syndrome and hypothyroidism. The patient presented to hospital with right leg pain and swelling and was diagnosed with a new dvt despite anticoagulation therapy. The filter was implanted via the right common femoral vein and placed in an infrarenal position at the level of the l2-l3. At hospital discharge, the patient¿s leg swelling had resolved but the patient still had persistent right calf pain. Approximately twelve years after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that the superior aspect of the filter was at the level of l4-l5; suggesting likely migration. The CT scan also noted broken and deformed struts that were poorly visualized with a strut fragment noted. There was no evidence of tilt. Approximately fifteen years after the filter implantation, the patient underwent a CT scan further confirmed the previously poorly visualized broken and deformed struts and the strut fragment. There was no evidence of significant tilt. The patient further reported having experienced moderate to severe pelvic and lower back pain with difficulty in walking associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and migration events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Corrected data: section d6: implant date was provided in medical records - (B)(6), 2003.